Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated. Technical support was contacted and isolated the cause to use error. The event was resolved with the help of technical support and the patient was stable with no consequences.